Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. (B)(6).. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. It was reported that the filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient including, but not limited to pain and suffering with full occlusion of the inferior vena cava. The patient died due to failure of the filter. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The brief states that the filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient including, but not limited to pain and suffering with full occlusion of the inferior vena cava. The patient died due to failure of the filter.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, device occlusion, and septic shock leading to death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient became aware of the events seven months post implantation. Per the patient¿s medical records, the patient had a history of chronic bilateral deep vein thrombosis and pulmonary embolism after a remote trauma. In addition, the patient¿s history included current smoking, coronary angioplasty with stent placement, gastroesophageal reflux disease, elbow and knee surgery, total splenectomy and appendectomy; along with medical non-compliance. Diagnostic testing revealed chronic left popliteal vein dvt, bilateral pneumonia and septic shock (from a suspected intra-abdominal source), thrombocytopenia and acute congestive heart failure. The patient was intubated and was started on vasopressors and antibiotics. The patient¿s ivc filter was noted to be occluded. The patient¿s condition continued to deteriorate with the development of multi-organ system failure and disseminated intravascular coagulation. The patient¿s condition and poor prognosis was discussed with the family and a decision made to withdraw support. The patient subsequently expired ten months post implantation. (B)(4). As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of chronic bilateral deep vein thrombosis and pulmonary embolism after a remote trauma. In addition, the patient¿s history included current smoking, coronary angioplasty with stent placement, gastroesophageal reflux disease, elbow and knee surgery, total splenectomy and appendectomy; along with medical non-compliance. The brief states that the filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient including, but not limited to pain and suffering with full occlusion of the inferior vena cava. The patient died due to failure of the filter. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, device occlusion, and septic shock leading to death. Per the medical records, diagnostic testing revealed chronic left popliteal vein dvt, bilateral pneumonia and septic shock (from a suspected intra-abdominal source), thrombocytopenia and acute congestive heart failure. The patient was intubated and was started on vasopressors and antibiotics. The patient¿s ivc filter was noted to be occluded at that time. The patient¿s condition continued to deteriorate with the development of multi-organ system failure and disseminated intravascular coagulation. The patient¿s condition and poor prognosis was discussed with the family and a decision made to withdraw support. The patient subsequently expired ten months post implantation. The filter remains unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Septic shock does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.